Event description:
Adult internal defibrillator paddles did not function correctly. The button activation on the handpiece did not work and the set could not be used during cardiac surgery. A second set was obtained. The surgeon cut the cable, so they would not be reprocessed, so testing is hampered. Manufacturer response for autoclavable internal handles with integrated paddles, zoll (per site reporter). They will analyze for reported defects.